Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1 ipg, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the atrial lead had high thresholds. It was noted that the atrial lead thresholds rose over the life of the device. The lead was capped and replaced. No patient complications have been reported as a result of this event.